Event description:
Dealer reported that chair will not move forward or backward, although the tilt and recline works. Dealer states the customer was coming off of public transportation where there was a platform and a train. Citing that the chair caught the transition piece and the chair was lifted from the ground. Tech believes the chair was thrown into lockout. Tech advised dealer to try several different things, including checking the wiring underneath. The customer was not injured. Dealer disconnected while being transferred to cscd, customer service.